Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped (B)(6) 2019 and replaced due to a high impedance anomaly and noise. Further information has been requested but is not available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes a fracture was also observed on the right ventricular lead. The lead was not capped but explanted on (B)(6) 2019. The patient presented for a follow up in clinic post explant and was stable.